Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when preparing to stimulate the kidney vein on a laparoscopic right radical nephrectomy, the stapler was not able to fire. There was an extended incision by less than 2.54cm. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.